Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found that the mixing chamber drive was faulty. The fse replaced the mixing chamber drive, which repaired the failing backgrounds. The repairs were verified by the fse. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported the coulter lh 780 hematology analyzer was failing differential backgrounds. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.